Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Cts confirmed the alarm and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was provided with instructions to put the pump into storage mode and return it to tandem using a pre-paid label to avoid being billed. Additionally, cts sent a replacement pump and advised the customer to program their pump settings and connect their cgm to the replacement pump.